Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿suspected aseptic loosening of the tibia. No present infection of the joint when we performed the revision surgery on (B)(6) 2023". The product was not returned to depuy synthes, however photos were provided for review. Review of the radiological images revealed that the attune rp tib base sz 3 cem presents signs of radiolucency under both sides of the base plate and on the posterior side of the cone. Additionally. The medial side of the implant appears to be subsided. The observations of the tibial base support the allegation of loosening/migration. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [150610003/ 7948351] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the attune rp tib base sz 3 cem would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [150610003/ 7948351] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Event description:
On 10/12/2023 medical records note the patient had a left knee implanted (B)(6) /2016. Three months ago, the patient developed insidious onset of pain and varus deformity. Loosening of left tibial tray and pain were noted. Additional information received: a. Was there a surgical delay because of this event? No. B. What is the loosening interface? Cement & implant as well as cement and bone.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (device codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D6b and h6 (clinical code).

Event description:
Suspected aseptic loosening of the tibia. No present infection of the joint when we performed the revision surgery on (B)(6) 2023. Doi: (B)(6) 2016. Doe: (B)(6) 2023.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.